Event description:
It was reported that t-wave oversensing was reported resulting in inappropriate shocks involving this device. The device continued to be programmed to the primary sensing vector due to better noise readings and r-wave sensing. The patient was hospitalized for a non device related issue. Technical services (ts) reviewed the device data and noted that the captured electrocardiograms were not available for review. Ts noted that the events reported are possibly related to a clinical condition. Ts provided support and discussed providing the captured electrocardiogram for further review. No adverse patient effects were reported.